Manufacturer narrative:
Our product evaluation laboratory received one model d97120f5 catheter with a 1.3cc monoject syringe, carton box and tyvek pouch. Continuity testing confirmed a full open condition of the proximal circuit. The distal circuit was found to be continuous. The proximal lead wire was found to be broken at approximately 2cm from the tip and insulation was not present at the broken section. It was found that the proximal circuit was continuous from the broken lead wire to the proximal electrode and from the broken lead wire to the proximal connector pin. The balloon inflated clear and concentric with 1.3cc of air and remained inflated for 5 timed minutes without leakage. No visible damage or inconsistency was observed from the catheter body, balloon, windings and returned syringe. The customer report of a pacing issue was confirmed on evaluation. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint.invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, appropriate pacing and the occurrence of complications is well described in the literature. In this event, the pacing wires broke off in the introducer during withdrawal of the pacing catheter. A broken pacing wire could embolize to the heart. Per the IFU, stretching, kinking, or forceful wiping of the catheter may result in damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Associated MDR report #2015691-2019-01060.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported that the pacing wires on a 5f swan-ganz pacing catheter did not capture or pace. A second 5f swan-ganz pacing catheter from a different lot number was used; however the same issue occurred. Subsequently, a third unspecified catheter was used and the issue was resolved. There was no patient injury. Patient demographics were requested but not provided.